Event description:
A customer contacted baxter's technical service center in regards to having a low drain volume alarm during drain 5 of 5. The home patient (hp) reported having a hole in the patient line and has disconnected. The hp believes that her puppy chewed through the line and the hp wants to end therapy. The technical service representative (tsr) assisted the hp to end therapy early. The hp would call her nurse regarding any missed therapy and being connected when there was a hole in the patient line. There was patient involvement but no patient injury or medical intervention was reported. Product surveillance received a return call from the home patient's (hp) nurse, beth, on (B)(4) 2011 regarding the reported issue. The hp's nurse stated that she just took over this hp on (B)(6) 2011; however, does not have any reports of the patient having had any injury or medical intervention. The hp's nurse stated that the hp has been doing fine and has been continuing therapy fine.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient. The root cause is animal damage (use error). The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.